Event description:
It was reported that a motor rate error was experienced.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed tamper seals on bottom case and plunger assembly were removed/broken, the top case was broken and the bottom case and right plunger case were cracked. Review of the event history log showed an occurrence of "motor rate error." Functional testing included occlusion testing and the device duplicated the reported issue. The investigation determined that the worm coupling not operating as intended due to normal wear was the cause of the reported issue. It was noted that the device was about ten (10) years old. The worm coupling, lead screw and both clutch halves were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.